Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned

Manufacturer narrative:
B1, b2, b5, h1, remove health effect impact code: 2199, remove health effect clinical code: 4582.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer went to the emergency room and subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl. Customer attempted to treat their bg with a manual injection, however, was treated with intravenous fluids of saline and insulin in the ICU. Customer was released on 5/4/25 with issue resolved and no permanent damage.